Event description:
It was reported to boston scientific corporation that a hydrajagwire was used in a procedure on (B)(6) 2010. According to the complainant, the hydrajagwire coating peeled. The guidewire's coating peeled outside the patient due to the facility applying too much pressure on the locking device. There were no reported issues with the locking device. There were no patient complications and none of the fragments fell into the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used in a procedure on (B)(6), 2010. According to the complainant, the hydrajagwire coating peeled. The guidewire's coating peeled outside the patient due to the facility applying too much pressure on the locking device. There were no reported issues with the locking device. There were no patient complications and none of the fragments fell into the patient.

Manufacturer narrative:
A visual examination revealed that the corewire of the guidewire was exposed at the transition point between pebax and ptfe (polytetrafluoroethylene) flare. The pebax tip was intact on the corewire. Torque markings were present on the guidewire and the ptfe jacket was migrated and corrugated. The torque markings indicate that a pulling force was applied to the wire. This force may have caused the ptfe jacket to migrate. The jacket corrugation may have been caused during the manipulation of the wire after the ptfe jacket movement. Based on this information, the most probable root cause is operational context.